Event description:
A reportedly positive advia centaur xp (B)(6) result was obtained on a pt sample. The customer performed (B)(6) confirmatory testing and the result was not confirmed. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the unconfirmed (B)(6) positive result.

Manufacturer narrative:
The cause for the repeatedly positive (B)(6) result with unconfirmed (B)(6) confirmatory test result is unk. The pt (B)(6) result was negative (<0.07) and the customer did not send sample out for additional (B)(6) testing. No further evaluation of the device is required.